Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, minor scratches on lcd window, partially broken reservoir tube lip and missing reservoir tube lip o-ring. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 244 mg/dl, so she went to change her infusion set and saw that her reservoir had fallen out of the pump; the plastic casing on the reservoir compartment was broken. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.